Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was leaking from the air vent. The event was further described as, "the upper air trap was leaking". The set was leaking texane during chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update reference from "texane" to "taxane". To resolve the event, the chemotherapy was returned to the bottle; a new set was primed and infusion was resumed. H10: the device was received for evaluation. A visual inspection was performed which observed that the check valve was assembled in the wrong orientation. A functional flow test was performed and the flow of liquid was confirmed until the check valve; no leak was observed. However, there was no flow of solution after the check valve location. The reported leak condition was not verified; however, a no flow condition was verified. The cause of the no flow condition was due to an operator assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.